Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt reported that they started having trouble keeping a charge in the ins battery about 8 months ago (ins battery is depleting faster than usual). Pt stated that in the past they could go 4 to 5 days before recharging but now the most they can go is about three days. Patient said they contacted their hcp for an appointment to inquire about having a new one put in but was told they have to go through medtronic first for a consult. Pt said they have not made any changes in use of stimulation or therapy settings. The caller was redirected to their mdt field representative to discuss issue. Pt confirmed william guptill implanted their current ins but believes they retired in april. Pt said they would be assigned another hcp at swansea pain management.redirected caller: other (document in note) patient provided a new residential address during call; pss sent email to device registration to update information in patients file. Redirected caller: device registration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022 (B)(4) (con): mdt rep was currently with patient who wanted assistance w/ MRI mode. During the conversation the patient also indicated charging more often (all day) and then also discussed needing to charge more frequently. Obtained recharge stats - at the time of capturing the stats we could only get the last 3 recharge sessions (re-opened case to attach stats) - the 4 th session date was 01-01-00 meaning we would be unable to get the stats. Reviewed stats seem appropriate for charge duration. While on the call we did not address the charge frequency, but charge session 0 was 4 days past a full charge and still approx 75% full. Recommended patient keep insr charged to capture all stats to get a better understanding of issue. At the time of call, tss assumed the insr was replaced, but post call learned it was the dtc replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.